Event description:
It has been reported that during a ptca procedure, upon engagement of the coronary artery with the zuma guide catheter, a spiral dissection occurred. A stent was placed and the physician did finish the procedure with this device. Pt did not require surgical intervention and the device is not being returned for analysis.